Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Event description:
Healthcare professional reported right side rupture. Patient representative reported right side "began to have physical and psychological discomfort in relation to [their] breasts¿ and "breast tissue was sent for pathological examination...which highlights the presence of siliconomas in the right chest wall". Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201, f2203. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.